Event description:
The manufacturer sales representative reported that the device was found to be overheating during testing at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated at the manufacturer. During testing, the reported heat was not confirmed, and no other reportable symptoms were observed. The associated attachment was confirmed to overheat. Therefore, this device will be considered concomitant.

Event description:
The manufacturer sales representative reported that the device was found to be overheating during testing at the user facility. There were no adverse consequences related to this event.